Event description:
It was reported that this pacemaker triggered a red call doctor icon on a communicator and this alert is related to a device condition in which the device needs to be analyzed by a health care professional. Additional information was received from the field representative mentioning that the pacing impedance from the non-bsc right ventricular (rv) lead was out of range. No special actions were taken as the sales representative heard that the doctor icon returned to normal. The sales representative only shared information regarding this event with the physician and healthcare professionals. No additional information is known at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a red call doctor icon on a communicator and this alert is related to a device condition in which the device needs to be analyzed by a health care professional. Additional information was received from the field representative mentioning that the pacing impedance from the non-bsc right ventricular (rv) lead was out of range. No special actions were taken as the sales representative heard that the doctor icon returned to normal. The sales representative only shared information regarding this event with the physician and healthcare professionals. No additional information is known at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a red call doctor icon on a communicator and this alert is related to a device condition in which the device needs to be analyzed by a health care professional. No additional information is known at this time. No adverse patient effects were reported.